Manufacturer narrative:
Evaluation: method - work order search. Medical review. Results: visual inspection of the returned product showed the lens was returned dry and a haptic was broken. A work order search revealed there were no similar complaints found. The length of the lens was re-measured and it was determined that the lens was within original design specifications. Medical review - review of the file indicates that excessive vaulting of the lens was noticed in the post-operative period. This was associated with the elevated iop. No pupillary block or angle closure was noted. The lens was removed and exchanged for a smaller lens length with a similar diopter. This resolved the problem and the iop returned to normal. (B)(4).

Manufacturer narrative:
(B)(4) - excessive. Eval: conclusion: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA (B)(4) and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. (B)(4).

Event description:
It was reported that the surgeon inserted an icm125v4 12.5mm implantable collamer lens on (B)(6) 2010 and the lens was exchanged on (B)(6) 2010, due to excessive vault associated with elevated iop. The lens was replaced with a shorter one.